Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a calcified and moderately tortuous lesion. No issues noted removing the protective sheath. When inspecting the stent post sheath removal it was noted that the first struts of the stent were out of the balloon. The lesion was pre-dilated using a nc euphora. It was reported that during the procedure resistance was encountered but no excessive force used. The device did not pass through a previously deployed stent. It was reported that the inflation device did not remain on neutral pressure during delivery. Stent dislodgement occurred while advancing the device. It was reported that the dislodged stent was not removed. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
It was reported that the lesion treated was in the rca and exhibited sub-occlusive in-stent restenosis. No issues were noted during inspection following stent sheath removal. Negative pressure was applied during advancement. Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 9th distal stent segment was deformed with raised struts. There were kinks evident on the distal shaft, at distal to the guide wire entry port. There were kinks evident on the hypotube proximal to the guidewire entry port and distal to the strain relief. Image review: the procedural images received capture the lesion morphology of the rca . The procedural images appear to show in-stent re-stenosis in the mid rca. Pre-dilation of the lesion was performed. One stent was deployed overlapping the previously deployed stent. Another stent was deployed proximal to the deployed stent. There was a significant time lapse from pre-dilation to the stent deployment. The image did not capture attempted delivery of a stent without the stent being expanded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.